Manufacturer narrative:
The complaint was investigated, and investigation revealed that customer was given high glucose alerts prior to serious adverse event. The system functioned as intended. H6 result code updated to 213. H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where user experienced hyperglycemia and user wife called 911 and paramedics came in but not hospitalized. User was treated with fast acting insulin.